Manufacturer narrative:
Block b3: exact date unknown, event occurred a month from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 20090250/20261495.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. All explanted devices were not returned.